Event description:
The reporter states that the customer obtained a 590 mg/dl and 108 mg/dl blood glucose comparison on the accu-chek advantage system. Test results were obtained within 10 minutes. No reported symptoms. No reported action was taken based on the readings. No adverse event reported. New system sent and return requested.